Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was an emergency room visit for his high blood glucose levels. Customer also went to the emergency room because he needed more reservoirs. Customer's blood glucose levels at the time of emergency room visit were not included in the report. Replacement product is being sent.